Event description:
Per the clinic, the patient developed an infection on the abutment site (specific date not reported) and a loss of osseointegration on (B)(6) 2022. Subsequently, the patient was treated with oral and topical antibiotics on (B)(6) 2022 (duration not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.